Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector(s) leaked. The following information was provided by the initial reporter: it was reported by the customer that trifuse was leaking at same filter location as bifuses. I do not have the product packaging for the trifuse so I am unable to provide a lot number.

Event description:
No additional info.

Manufacturer narrative:
Three samples were returned for investigation under (B)(4), however, two of the samples were occluded and this complaint file was opened to investigate the two additional samples. The two samples were misplaced and additional investigation could not be conducted. However, the manufacturing plant has been notified of this failure and if the samples are located the investigation will be reopened. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.